Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021 a physician reported that the patient's duodopa therapy was discontinued due to a buried bumper. The tubing was removed and the patient returned to oral medication. The patient was originally hospitalized due to a pulled pej tube.